Manufacturer narrative:
Updated sections: d4 expiration date, h4 and h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H3: customer report of aortic incompetence could not be confirmed through visual observations. Report of leaflet perforations were confirmed. As received, all three leaflets had perforations that were beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Leaflet 2 also had a non-transmural cut approximately 3mm long on the outflow surface. Edges of cut were straight and even and appeared to match up. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the outflow and inflow aspects. X-ray demonstrated wireform intact. Sewing ring was cut off around approximately 60% of the valve and exposed the wireform underneath. Cut off sewing ring fragment was not returned. A suture pledget remained attached to the sewing ring around leaflet 3 on the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Updated sections: d9, g3, h2, h3, h6 (component codes, device code (s), and type of investigation). If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. Based on the available information most likely the event caused by patient conditions. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 3000 aortic valve implanted for 8 years 3 months underwent redo aortic valve replacement due to aortic incompetence secondary to perforation of all 3 leaflets with no evidence of endocarditis. Patient presented with heart failure class ill. A 27mm 11500 aortic valve was implanted in replacement. The postoperative echo showed a well-seated aortic valve with a 2 mm peak gradient. No complications. Patient progressed well post operatively and was discharged home on pod# 4. Per idc no deficiency with the tissue valve prosthesis removed.